Manufacturer narrative:
(B) (4)

Event description:
It was reported the patient's stimulation was turning off. The stimulation would be on for 20 minutes and then after 20 minutes would turn off. There were no issues interrogating or charging the device. Coupling was good. There was no scheduled therapy or cycling in the programming. The therapy had been functioning fine until the device was interrogated by the patient's workman's compensation doctor. Since then, the therapy "had not been performing quite the same." The turning on and off had been occurring for the past 4 months. There was no recent falls, trauma, medical procedures, or weight gain/loss. The pocket appeared fine. It was not possible to adjust the stimulation using the patient programmer. The last 10 telemetry attempts with the patient programmer indicated an error code. The first time, the patient used the patient programmer the "stim off" button was used to initiate interrogation. The second time the patient did not have the programmer over the ins. The patient was re-educated and instructed to keep a diary noting when the stimulation was being turned off. Additional information received indicated the rep had no difficulty interrogating the ins, and the system performed for greater than 30 minutes without the power turning off. There was no need to reprogram the electrode configuration. The patient was receiving stimulation to all areas of need. Impedances were within normal range. The patient declined one month follow up visit and was to follow up with the hcp in three months as per usual. The patient left the clinic with the device system turned on and covering all areas of need.